Manufacturer narrative:
Device label code for f10. Position 1: 1738 and position 2: 1701. Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the perception that the balloon had leaked. Datascope has inc. This channeling phenonomen in its instructions for use for all stat iabs.

Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. On 4/18/97, the following was rpt'd to datascope: the dr used a 10fr. Iab catheter. However, when pumping started the iab failed to inflate. There were several attempts made but all with the same result. The iab was removed and a second was inserted. Event complications: unk - rpt'd 3/12/97, 4/18/97. Pt current status: discharged - rpt'd 4/18/97.